Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2013. On (B)(6) 2016, the patient was diagnosed with conjunctival erosion over the device in the implanted eye. On (B)(6) 2016, the patient underwent a revision surgery to close the conjunctiva. During the revision surgery, a suture securing the case was removed and the case tab was cut. The patient was seen for a follow-up visit on (B)(6) 2016 during which the surgeon reported that the conjunctiva looked good. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This MDR is a follow-up to MDR 3004081696-2017-00001. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This german patient was implanted with an argus ii device on (B)(6) 2013. This patient was previously diagnosed with conjunctival erosion in the implanted eye and underwent two revision surgeries on (B)(6) 2016 and (B)(6) 2018 to close the conjunctiva. New information: on (B)(6) 2018, recurrence of conjunctival erosion was noted in the implanted eye. Revision surgery was conducted on (B)(6) 2018 to close the exposed corneal graft with amnion membrane and conjunctival autograft extracted from the fellow eye. Patient was seen on (B)(6) 2018. The conjunctiva seems stable and less irritated. Patient is on prescribed dexagent eye drops and eye ointment, and lubricating eye grops. There was no defect or malfunction of the device associated with this event.

Event description:
This german patient was implanted with an argus ii device on (B)(6) 2013. This patient was previously diagnosed with conjunctival erosion in the implanted eye and underwent revision surgery on (B)(6) 2016 to close the conjunctiva. New information: on (B)(6) 2018, recurrence of conjunctival erosion was noted in the implanted eye. Revision surgery was conducted on (B)(6) 2018 to close the conjunctiva with donor cornea. On (B)(6) 2018, the patient was discharged from the hospital. On (B)(6) 2018, the surgeon reported that conjunctival erosion had recurred. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This MDR is a follow-up to MDR 3004081696-2017-00001. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.